Manufacturer narrative:
Additional catalog #: 72402104, 72402287. (B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A (B)(6) female with neurologic disorder and obstetric trauma was implanted with an acticon device on (B)(6) 2002. On (B)(6) 2008, the entire device was removed and replaced due to fluid loss. A request for the device was sent and the device was not returned for analysis. No further info has been provided.